Event description:
This complaint is a duplicate of MDR ID: 2134265-2012-06555 and was reported in error.

Event description:
(B)(4) study. Same case as MDR ID# 2134265-2012-06688. In (B)(6) 2012, the subject presented with recurrent sub-sternal chest pain radiating to the arms and associated with diaphoresis, nausea and shortness of breath. The subject was diagnosed with stable angina (ccs class ii). Cardiac catheterization was recommended which revealed a 95% stenosed lesion located in the mid right coronary artery (rca). The lesion was 46 mm long with a reference vessel diameter of 3.5 mm and treated with direct stent placement using 3.50 x 38 mm taxus liberte stent. Following this, a 3.5 x 16 mm taxus liberte stent was deployed just proximal to, and slightly overlapping, the previous stent, distally. Following post dilatation, residual stenosis was 0%. The subject was discharged on aspirin and prasugrel the following day. In (B)(6) 2012, the subject was noted to have a blood clot and hospitalized. On an unknown date in (B)(6) 2012, the subject died.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).